Event description:
It was reported that a file or files separated from the handle. Outcome of the event is unk.

Manufacturer narrative:
In this incident there was no report of injury to the pt. However, as a result of this malfunction, the potential for surgical intervention exists (though inadvisable per expert opinion provided by dr) to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. Three intact files were returned, evaluated, and found to be in specification for torque resistance. However, the bend at the top of the shank that holds the handle in place was found to be out of specification. Internal corrective action has been initiated.